Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned generator which was returned with no allegation against it. Upon analysis, results of diagnostic testing indicated the device was operating properly. However, the final electrical test identified an open feedthrough capacitor. The open capacitor was isolated to open connection between the positive feed through wire and the silver polyimide connection on the feedthrough capacitor. The cause of the out of specification c4 capacitor (v cpu) value was not determined. This capacitor is a filter capacitor for the microprocessor voltage.